Manufacturer narrative:
(B)(4). 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for air in the patient line. The complaint cannot be confirmed. The root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report an issue of air in patient line which occurred on home choice (hc) on during use during initial drain. The home patient (hp) had drain pain and the hp was connected. The baxter technical representative (tsr) had the care giver (cg) check for fibrin and the cg stated that there were air bubbles in the patient line. The tsr assisted the cg with trouble shooting and ending therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.